Event description:
It was reported that bumper broke during surgery and there might be pieces left in patient.

Manufacturer narrative:
After further review, it was determined that this report was filed in error. Please disregard. If further information is obtained that changes this determination, the investigation will be re-opened.

Manufacturer narrative:
After reviewing more information, this report is a valid report since the event is considered a reportable malfunction of the device.

Manufacturer narrative:
The associated complaint device was not returned. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.